Event description:
Event was identified by the clinical committee and was deemed to be consistent with an mi. During index procedure two lesions were treated. One endeavour sprint rx drug-eluting procedure two lesions were treated. One endeavor spring rx drug-eluting stent (3 x 24mm stent) was implanted to the proximal lad. Approximately one day after the index procedure the pt suffered a non q-wave mi in the territory of the implated stent. Pt was asymptomatic / free of symptoms at 30 day f/u, 6 month f/u 1 year f/u.

Manufacturer narrative:
(B) (4). Results: mi.